Event description:
It was reported that the patient presented to the emergency department following a syncopal event. Device interrogation indicated that atrial pacing impedance on the atrial channel was greater than 2500 ohms. The atrial lead is manufactured by a third-party (non-boston scientific) manufacturer. No arrhythmic episodes were recorded within the device's programmed data collection period that would correlate with the reported syncopal event. Review of the presenting electrogram (egm) demonstrated that the device was operating as programmed. It was also noted that the patient had been lost to follow-up for approximately eight years. The reported clinical observations were documented. The system remains in service, and no additional adverse patient effects were reported.